Event description:
This report is being filed after the subsequent review of the following journal article, lowe, j. Et al (2010). Complications associated with negative pressure reaming for harvesting autologous bone graft: a case series. J orthop trauma, 24, 46-52. (USA). This article presents one case (case 6) that encountered complications intra-operatively treated with the reamer-irrigator-aspirator (ria) system (synthes, (B)(4)) and also another case (case 2) treated with the synthes proximal femoral locking plate which was also associated with a complication. Results for case 6 were as follows: a (B)(6) female presented with a recalcitrant infected atrophic nonunion of a previously open tibial shaft fracture. The patient underwent nail exchange and debridement of the nonunion site, and the ipsilateral femur was prepared for antegrade bone graft harvest using the ria system. Upon completion, it was noted on fluoroscopy that the reamer head had breached approximately 1cm of the anterior distal femoral cortex. During follow up visits, it was shown the patient had eventually healed without complications. This is report 2 of 2 for (B)(4). This report is for an unknown reamer-irrigator-aspirator system.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: this report is for an unknown reamer-irrigator-aspirator (ria) system/unknown quantity/unknown lot. The device is an instrument and is not implanted / explanted. Reamer head breached approximately 1cm of the anterior distal femoral cortex. Investigation could not be completed and no conclusion could be drawn, as no devices were returned and no lot numbers or part numbers were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.